Event description:
Reportedly, the parameters were frozen during interrogation. We couldn't change any parameters. We had to restart the interrogation to change the parameters.

Event description:
Reportedly, the parameters were frozen during interrogation. We couldn't change any parameters. We had to restart the interrogation to change the parameters.

Manufacturer narrative:
The investigation led to the following observations: the pop-ups and/or programming menus and/or dropdown list are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze during the programmer session. The most likely hypothesis is a programmer software issue, and it will be corrected with the next smartview version. The complaint is recorded for trending purposes.